Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 365 mg/dl following a supply change and was unable to achieve visible drops during tubing fill despite repeated attempts, including guidance to disconnect, fill tubing, press and hold the ilet until drops were seen, and try a new set from another box. Symptoms included hyperglycemia without reported associated complaints. Outcomes included remote troubleshooting and education on the contact detach supply change process and provision of instructional materials. Investigation included technical support review of the supply change steps and user technique during tubing fill. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected supply chain/setup or infusion set/tubing priming issue, but no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.